Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The device also had cracked and bleeding lcd glass noted.

Event description:
Customer reported that insulin pump has damage. Customer stated that the lcd screen became flooded and black. Customer also stated that the glass is cracked. Customer cannot read the screen on the insulin pump. Customer's blood glucose reading was 252 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).